Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the haptic was straight. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.3., b.5., d.10., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the posterior haptic could not fully fold forward during advancement and was subsequently compressed too much, making it impossible to guarantee that the haptic remained intact. There was no patient contact. The surgery was completed with replacement lens.